Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were deflation and patient concern with the product.

Event description:
Healthcare professional reported a left side deflation and exchange due to patient concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety-product/procedure received on february 03, 2020 with catalog number mcghan-240. Analysis of the returned device identified: calcification (approx. 10%), opening on posterior. Leak test and microscopic analysis was performed which identified: striated opening, sharp broken. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation and exchange due to patient concern with the product. Device has been explanted.